Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative found a misaligned cell segment. He replaced all the cells which appeared to resolve the issue. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant albumin gen.2 results for 11 patient samples on a cobas c 303 analytical unit. Please refer to the attachment " (B)(6)" for patient results. It was reported that the repeated results for patient 10 and patient 11 were obtained using a new reagent pack.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The investigation determined the service actions resolved the issue.